Event description:
IV fluids and chemotherapy infusing through y-type connecting set. The tubing "snapped apart as if it were not flexible, rather stiff" near hub of port. The line was immediately clamped to prevent blood loss.====================== health professional's impression======================